Manufacturer narrative:
G4:13apr2021, b4:14apr2021. There was no request for a field service engineer (fse) onsite visit and no service order was opened in regards to this allegation. This complaint was received through the customer feedback process. There was no request for technical support regarding this allegation and there is no record of a service order being opened. Philips is unable to confirm the customer¿s allegation since there was no technical support requested. No diagnostic report was provided for review. The cannot reach target flow (122d) is a low priority alarm that may occur during high flow therapy. The alarm is generated when the machine pressure reached its maximum and could not achieve the target flow. The recommended repair is to check the patient, check that the nasal cannula size is appropriate for the flow setting, check that an occlusive interface is not in use, and check the patient circuit for occlusions, kinks, or liquid (respironics v60/v60 plus ventilator, service manual, publication number 1049766, revision k, page 103). Multiple requests were made for evaluation and resolution data without a response. Device resolution data is not available. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed high flow therapy via the respironics v60 ventilator with a philips ac611 high flow nasal cannula medium size at 80 liters per minute (l/min); fraction of inspired oxygen (fio2), device settings, and patient circuit, were not reported. While admitted on (B)(6) 2021, the patient was receiving high flow therapy via the v60 device at 80 l/min, the device generated ¿cannot reach target flow¿ alarms, the patient experienced an event of decreased peripheral capillary oxygen saturation; values not reported, the hospital staff then changed the patient interface to a fisher and paykel high flow nasal cannula medium size; model not reported, and the ¿cannot reach target flow¿ alarm resolved. No relevant laboratory data was reported. The outcome of the patient experiencing an event of oxygen desaturation in unknown. There is no information to support that a malfunction occurred. The device was behaving as intended when it alerted the user to an occlusive condition. The cannot reach target flow alarm is an expected device behavior when an occlusion occurs in the patient circuit and the machine pressure is outside the range to deliver therapy. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02feb2021.

Event description:
A customer reported to philips that while delivering high flow therapy to a patient, the respironics v60 ventilator generated ¿cannot reach target flow¿ alarms and the patient experienced an event of decreased peripheral capillary oxygen saturation. The customer reported that the unit was in use on a patient at the time of the reported device behavior and adverse event.